Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0buzm, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). Bowel urgency.

Event description:
It was reported the patient never had therapeutic effect. During the trial, the patient had 100% relief of symptoms and their pain was alleviated by 40-50%. Since implant the patient has not been receiving the amount of therapeutic effect they were when they were on the trial. The patient had bowel urgency all the time, but the patient had bowel incontinence for the first time on the date of the report. The patient was experiencing 2-4 bowel movements within 10 minutes. When the patient went to the healthcare provider (hcp) after implant, the hcp informed the patient had stimulation up ¿too high¿ and that was why they were having pain in their anus area. The patient has ¿severe, severe pain¿ with every first bowel movement of the day. It was noted the patient took 22mg of oxycodone for pain. All programs had been tried except for program 4. It was added the hcp wanted the patient to continue using miralax. A little less than three weeks later indicated the patient was still exploring various programs/amplitude levels to find the best settings for their needs. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had been having a lot of problems with their implant since almost the day it was implanted. The problems started right out of the gate and the patient had multiple bowel movements that caused pain. The patient would have 5 to 6 bowel movement in a half hour. Within a month of having the implant, the patient started having a rod type feeling in their anus and this started 3 days ago. The patient felt like something or a rod was stuck up their anus and they had been in pain since they got the implant. The patient got the device implanted for pelvic floor dysfunction that caused fecal incontinence. The patient's health care provider (hcp) referred them to another hcp, who did an x-ray and thought one of the leads was placed improperly. The hcp told the patient they had a guy from the manufacturer coming in and they would discuss replacing the leads. Last may the patient talked to the hcp and they had talked to a manufacturer representative who told them the case was too complicated. Two other surgeons the patient was referred to said the case was too complicated or refused to believe the stimulation was causing pain. The patient could no longer withstand the pain. The patient didn't have pain before they had a bowel movement, but after they had multiple bowel movements in a short amount of time they had pain. The patient didn't have this before implant. The patient was on a 20 mg patch of butrans. The patient went to see their old hcp and they said the device could cause peripheral neuropathy. The last hcp the patient saw for the implant said the device couldn't cause peripheral neuropathy. When the patient turned the device off, it took 3 to 4 days for stimulation to go away. The patient was bed ridden and couldn't walk.